Event description:
It was reported the patient's ipg was confirmed inoperable as the patient had not recharged the device in several months. Consequently, the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.

Event description:
Additional information revealed the patient received effective therapy following the procedure.